Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation heeger, c. Et al pulsed field ablation-based pulmonary vein isolation utilizing a simplified approach or a standard approach-insights from the fast and furious pfa study. Journal of interventional cardiac electrophysiology. 2026 mar;69(2), 213-220. 10.1007/s10840-025-02046-3. Epub 2025 apr 21. Pmid 40257635. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that multiple serious injuries occurred. A study was conducted to evaluate safety, efficacy, and outcomes of pulmonary vein isolation using a streamlined versus conventional approach. Fifty (50) patients were enrolled in the study and underwent a pulse field ablation procedure (pfa) for symptomatic paroxysmal atrial fibrillation using a farawave catheter. Twenty five (25) patients were treated by a standard approach utilizing two unknown femoral vein sheaths, an unknown coronary sinus catheter, and three-dimensional (3d) mapping prior ablation via a high-density non-boston scientific (bsc) mapping catheter and mapping system. Twenty-five 25 patients were treated with a streamlined approach utilizing a single unknown femoral vein puncture and single catheter approach. For both patient cohorts, transeptal puncture was performed with a non bsc sheath and heparin boluses were administered following the transeptal puncture. 1mg of intravenous atropine was given prior to the commencement of ablation. On average thirty-two (32) applications of pfa were delivered per patient via a farawave catheter. Event summary, of the 50 patients enrolled in the study, two (2) experienced cardiac tamponade requiring pericardial puncture and drainage. One (1) patient experienced pericardial effusion. Transient phrenic nerve palsy occurred in one (1) patient which resolved by the end of the pfa procedure. One (1) patient experienced transient ischemic attack. No further information on the status of the patients is available.

Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Heeger, c. Et al pulsed field ablation-based pulmonary vein isolation utilizing a simplified approach or a standard approach-insights from the fast and furious pfa study. Journal of interventional cardiac electrophysiology. 2026 mar;69(2), 213-220. 10.1007/s10840-025-02046-3. Epub 2025 apr 21. Pmid 40257635. With all the available information, boston scientific (bsc) concludes: device history record review: the upn and lot number of the farawave catheter were not provided therefore a shipment history of previous lots sent to the customer could not be reviewed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis: the farawave catheter was not returned therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists cardiac tamponade, transient ischemic attack, nerve injury, and pericardial effusion as known potential adverse events associated with the use of the device risk review: a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the events of cardiac tamponade, transient ischemic attack (tia), pericardial effusion and nerve damage were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion : bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported via literature amongst a cohort of patients that underwent pulse field ablation procedures using a farawave catheter, cardiac tamponade, pericardial effusion, transient phrenic nerve palsy, and transient ischemic attack occurred. Cardiac tamponade, transient ischemic attack, pericardial effusion, and nerve damage are known potential adverse events associated with the use of the farawave catheter.

Event description:
It was reported via literature that multiple serious injuries occurred. A study was conducted to evaluate safety, efficacy, and outcomes of pulmonary vein isolation using a streamlined versus conventional approach. Fifty (50) patients were enrolled in the study and underwent a pulse field ablation procedure (pfa) for symptomatic paroxysmal atrial fibrillation using a farawave catheter. Twenty five (25) patients were treated by a standard approach utilizing two unknown femoral vein sheaths, an unknown coronary sinus catheter, and three dimensional (3d) mapping prior ablation via a high-density non boston scientific (bsc) mapping catheter and mapping system. Twenty five 25 patients were treated with a streamlined approach utilizing a single unknown femoral vein puncture and single catheter approach. For both patient cohorts, transeptal puncture was performed with a non bsc sheath and heparin boluses were administered following the transeptal puncture. 1mg of intravenous atropine was given prior to the commencement of ablation. On average thirty two (32) applications of pfa were delivered per patient via a farawave catheter. Event summary of the 50 patients enrolled in the study, two (2) experienced cardiac tamponade requiring pericardial puncture and drainage. One (1) patient experienced pericardial effusion. Transient phrenic nerve palsy occurred in one (1) patient which resolved by the end of the pfa procedure. One (1) patient experienced transient ischemic attack. No further information on the status of the patients is available.